Manufacturer narrative:
(B)(4).

Event description:
It was reported that a session ended, prompting enter new transmitter serial number occurred. Data was evaluated and the allegation was confirmed as a transmitter failed error. The probable cause was determined to be transmitter failed error. The reported event of a session ended, prompting enter new transmitter serial number is reportable based on the finding of a transmitter failure. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and failed.